Manufacturer narrative:
D4: product identifiers are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding spinal product that was used in transforaminal interbody lumbar fusion (tlif) using mazor x stealth edition for degenerative disc disease (ddd). It was reported that patient had neurological deficits post-operatively after having the surgery as the cage distracted the disc space too far and put strain on the exiting nerve root or cord. It was suggested to use c-arm while placing cages and during expansion as the cage is posterior to where it appears to be on navigation with the robot and because we detach it while backfilling, that connection between the cage and inserter may be at a dangerous position and any wobble may put the nerve roots at risk of being pinched by that connection but c-arm was never used. No further complications or symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that there was no surgical intervention to try to counteract the neurological deficits on any. While using mazor navigation it always been a little posterior on final o arm spins to where they seem to appear to be on the mazor stealth navigation screen, but surgeon never had any pattern of deficits following cage placement until he used catalyft cage, hence c-arm was suggested to use but it was declined by surgeon as he never had any issues before using with elevate cage. The cage being too powerful and the increased expansion afforded by catalyft compared to elevate was causing too much distraction around the nerve root and that somehow causing an issue.